Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube on the angio-seal device was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One 8fr angioseal sts plus device and one carrier tube assembly were returned for evaluation. The bypass tube was not returned. The collagen within the carrier tube was slightly swollen. The anchor was exposed due to detachment of the bypass tube. There was no damage noted on the mating wings of the carrier tube hub. The aluminum pouch was returned as well and appeared to be opened per the IFU. The anchor was microscopically analysed and no damage or deformations were noted. The following measurements were carried out: the anchor length, the anchor height on the thicker end were and it was confirmed that all measurements were within manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.